Event description:
Kimberly-clark received a report stating, micro-cuff ett was defective and the patient required re-intubating. Patients co2's were increasing and rt was unable to compensate with increased vent settings due to the leak. Patient was originally intubated (B)(6) 2012 @ 0835 in the or with a 4.5 micro-cuff ett. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One device, which was reported to be involved in this event, was returned to kimberly-clark for analysis. The returned device appeared to be used and had a large hole/tear in the cuff. The size of the hole/tear would prevent the cuff from maintaining air and inflating. We are unable to determine the root cause for the observed hole/tear observed. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.